Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was not returned to olympus, but the inspection done by third party distributor based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a switch not functioning. During the device analysis, the error 217 was found. There was no patient involvement.